Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Customer suspected fill resistance may have been caused by an air bubble. Customer's blood glucose level was 80-120 mg/dl. Both a syringe and needle, and cartridge change were performed resolving the issue.